Event description:
It was reported that during a neck mass procedure on the first attempted use, the device misfired and cut the vessel instead of clipping it. It jammed and a new device was retrieved to complete the procedure. The patient was fine, and there was no additional intervention required.

Manufacturer narrative:
Final device investigation found that the device was returned with a clip turned sideways in the jaws. The jaws appeared to be in alignment, and the clip retainer and push fork were in position. Upon evaluation, the clip in the jaw was removed. The ends were out of alignment and slightly pinched together. An attempt was made to fire the remaining 16 clips. The first clip cycled, fed and was produced with proper pinch and alignment. The second clip did not load properly into the jaw and came out sideways with the ends slightly pinched together. The third clip did not load into the jaw and remained in the device. The clip would not move forward after multiple attempts. The device history record was reviewed and no discrepancies were noted.